Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to clinic for a routine follow-up for a post implant device check. Upon interrogation, the device showed long charge time measurement. Patient was asymptomatic. It was recommended to perform a capacitor maintenance to verify current charge time for normal range. Patient later presented to clinic and recommended maintenance was performed. Patient will continue to be monitored.